Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a static fill estimate issue of 115 units. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support that this discrepancy can occur due to a variance in measured pressures, and once the insulin amount reaches the static number, the estimate will count down normally. The caller understood and acknowledged the explanation.